Event description:
Boston scientific received information that while this cardiac resynchronization therapy defibrillator (crt-d) patient's competitive right atrial (ra) lead was being revised at a competitive procedure, due to increased pacing thresholds, the physician experienced difficulty disconnecting all of the chronic leads. Specifically, the right ventricular (rv) and left ventricular (lv) leads would not come out of the header. Ultimately, the physician reportedly cut and capped the rv and lv leads. The device was later returned for analysis. No adverse patient effects were reported as a result of these observations. Of note, no boston scientific representative was present at this procedure.

Event description:
It was reported that revision surgery was performed due to pain. The surgeon reported that the patient was originaly implanted with the acetabular cup in (B) (6) 2006.